Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
In this case, the exact valve model number and date of the events is unknown. According to the presentation the date range for this event is from june 2016 to february 2019.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards transcatheter heart valve. The possible PMA numbers associated with an edwards sapien xt and sapien 3 transcatheter heart valves are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the sapien 3 instructions for use (IFU), lvot obstruction a potential risk associated with the use of the valve, delivery system, and/or accessories.  Lvot obstruction is usually due to inaccurate deployment (too ventricular) of the valve and is generally a result of use error or a combination of patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation.   Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction.    In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the left ventricle outflow tract obstruction requiring alcohol septal ablation could not be determined, however, it may be related to patient factors (not provided) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), per tvt conference presentation "percutaneous transeptal mitral valve implantation in failed surgical bioprosthetic valves early experience in brazil", a multi-center study was performed from june 2016 to february 2019 for patient with symptomatic mitral bioprosthetic failure. The study included 17 patients that underwent transcatheter mitral valve-in-valve procedures (tmviv): six sapien xt valves and eleven sapien 3 valves were implanted into failed bioprosthetic valves in the mitral position via transeptal access. During the study two cases of left ventricular outflow tract (lvot) obstruction were found, requiring re-intervention with an alcohol septal ablation in one of the cases. The study demonstrated the procedure safety and effectiveness with short hospitalization period and marked improvement of symptoms at mid-term follow-up.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.